Event description:
Information received from the field does not address the patient's clinical status but notes that during a one week post implant follow-up, the device exhibited >1990 ohms impedance and no pacing was observed. When the physician opened the pocket and tightened the setscrew, normal function ensued.